Manufacturer narrative:
Product ID 3889-28 lot# va0b716, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a pocket revision because the implantable neurostimulator (ins) was placed too shallow. It was stated, the patient had diabetes and the ins was rubbing up against their chair and causing skin irritation. The patient reportedly had a ¿slight¿ infection at the pocket, but it was indicated the patient was not being treated for an infection. There was no pus at the ins site when opened, but only some scar tissue. The pocket was moved deeper on the same side. Following the revision, a power on reset condition was present. About a week later, it was reported the issue had been resolved and the battery had been reprogrammed. The patient was doing well.